Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had overheating and stops pumping. No patient harm was reported

Manufacturer narrative:
Updated fields: b4,d9, e1(event site telephone, event site mail),g3, g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected field: b5, e1(initial reporter), h6 medical device problem code. It was reported that during use cardiosave intra-aortic balloon pump (iabp) had overheating. No patient harm was reported. Customer stated device overheats and stops pumping. Fse arrived on site replaced both mufflers in an attempt to lower temperatures. Device was left running for 2 hours, and the issue remained. On a return visit temperature sensor was replaced, device was left. Temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Manufacturer narrative:
Correction field: h6 (component codes, investigation conclusion). Updated field: h6 (type of investigation), h11.